Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "misfired"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was a washer transection confirmed? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences?

Event description:
It was reported that during a hemorrhoidectomy procedure, pph got misfired during the surgery.

Manufacturer narrative:
(B)4). Batch # n57h45. Device evaluation summary: the analysis results found that the pph03 device arrived with the guide face inner wall and knife damaged; the breakaway washer was present and with an off-center cut. The device was reloaded with staples, a new washer was placed, and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete, and the staples were noted to have the proper b-formed shape. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. Accessories also received. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device "misfired"? Where within the gap setting scale was the orange indicator prior to firing? Staples were opened and pph got misfired and yes the orange indicator was there before firing. What confirmation was received that the device was fully fired? No confirmation received did the device staple? No was the staple line complete? No were there any staples missing from the staple line? Yes what was the shape of the staples (b-formation, irregular, legs straight)?irregular were the staples deployed into the tissue? Yes were the staples seen in the surgical field? Yes did the device cut? Yes was the cut line fully circumferential around the target tissue? No if the device fully cut, were both tissue donuts present? No if the device fully cut, were both donuts complete? No was a washer transection confirmed? How many counter-clockwise revolutions were used to open the device? ½ to ¾ how was it confirmed that the anvil was free from the tissue prior to removing? Yes after firing was the adjusting knob turned ½ to ¾ revolutions? Yes was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences? Yes rotated 90 degree and no consequences for patient.